Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the e-100 port was loose. The customer tried another vessel sealer extend (vse) instrument, but the connection was loose, and the customer had wiggled the connector side to side. The customer ended up moving the vse instrument to the integrated electrosurgical unit (iesu/erbe) to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the erbe. The field service engineer replaced the e-100 the next day. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive the e-100 involved with this complaint to perform failure analysis. Failure analysis (fa) investigation could not replicate the customer reported complaint. The e-100 was installed onto the test system, and it worked fine with a vessel seal instrument installed. Fa tried wiggling the port and no error/loose port was identified. A vessel sealer extend instrument was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.